Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive no delivery error alarm noted. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had persistent no delivery alarms. The customer's blood glucose was 302 mg/dl. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump alarmed no delivery with a manual prime. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.